Event description:
It was reported that the patient's left side deep brain stimulator (dbs) showed some "relatively high" impedances. It was noted that the dbs "clearly worked" as demonstrated when the device was turned off, i.e. The patient experienced a right hand tremor. The patient outcome was unknown.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4),: product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 3387-28, lot# b0412517k, product type: lead. Product ID: 3387-28, lot# b0384344k , product type: lead. (B)(4).